Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just to clarify, were there any patient consequences? Were the device jaws bent? Did a piece break off of device jaws? Did any piece of device jaws fall into patient? If a piece of jaws fell into patient was the piece retrieved? Did the device eject 2 clips into the patient's abdomen? Or did 2 clips that were fired fall off of the vessel into patient's abdomen?

Event description:
It was reported that during a cholecystectomy, the tip of the device was broken. The surgeon noticed the failure at the time of use, shot 2 clips that were released into the patient¿s cavity. Another similar product was used.